Event description:
It was reported that ongoing intermittent occlusion alarms occurred. System check was initially performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Customer¿s blood glucose (bg) level was 501 mg/dl. Elevated bg was addressed by a manual insulin injection.